Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cracked hub was unable to be confirmed; however, a leak was identified. Follow-up with the site confirmed the correct device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The balloon dilatation catheter was sent to scanning electron microscopy (sem); however, sem analysis was unable to locate the location of the leak. Therefore, the investigation was unable to determine a conclusive cause for the noted leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation of a 4.0x200mm armada 14 balloon dilatation catheter, the hub was noted as cracked. The device was not used. Another armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device identified a leak.